Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to wear and tear damage with customer mishandling and with increasing use/time. The event can be prevented by following the instructions for use (IFU) which state: warning: never perform angulation control forcefully or suddenly. Forcefully pull, twist or rotate the angulated bending section. Patient injury, bleeding and/or perforation can result. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. Additional issues were identified during the device evaluation: due to damage on the ultrasound cable, the displayed ultrasound image was defective with missing elements, and the acoustic lens had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer notified olympus that the evis exera ii ultrasound gastrovideoscope had clogging within the jet channel. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted that there was a gap of adhesive on the distal end. There is a gap between the acoustic lens and the ultrasound probe. This report is to capture the reportable malfunction of the gap on the adhesive found at estimation.